Event description:
In this event it is reported that a waveone gold primary 3-file ster 25mm file broke during use. The broken part was not retrieved and was incorporated into the filling. Treatment completed. No injury.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Summary: eight waveone gold primary files 25mm were returned (two files in loose and six unused files). The files in loose are both broken in the active part (torque; fatigue). Second file in loose has no more abs ring. Ring was voluntarily removed to allow the reuse of the instrument (breakage occurred during the reuse according to the customer allegement). No material defect was found during analysis of the rupture patterns. Nothing unusual to report was found during DHR review (batch #1897070). The six unused files were evaluated and were found in compliance with specifications. Root causes are not identified regarding first broken file. We will track this kind of event and monitor the trend. Root cause is customer misuse regarding second broken file. Indeed, waveone gold files are single use sterile items which must not be sterilized and reused.